Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/09/2025, a sales representative reported via (B)(4) that an ar-12990 knee scorpions top jaw broke off while trying to shoot into the meniscus. This occurred during a meniscal root repair.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause: excessive user-applied mechanical forces.